Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for four (4) unknown screws. Part#, lot# and UDI # is not available. Unknown date in (B)(6) 2016. Explant date was not planned at the time of reporting. Device is not expected to be returned for manufacturer review/investigation. This report is for four (4) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2016, patient underwent reoperation using the philos - proximal humeral plate 3.5, 5 holes, because a distally implanted screw had been broken at the root of the head. After the reoperation, patient visited hospital due to pain. On (B)(6) 2018, it was found that the distally implanted four (4) screws had been broken at the root of the head. Reportedly, the fractured area has become pseud arthrosis. The patient feels a little pain but can raise his injured arm and almost touch his head. Explant surgery was not planned at the time of reporting. This (B)(4) captures the post-operative pain and the breakage of four (4) screws. The cause of reoperation is captured under (B)(4). Concomitant device reported: philos 3.5 5ho ti (part# 441.903s, lot# unknown, quantity 1). This report is for four (4) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that revision surgery was performed on (B)(6) 2018. The plate (philos with 5 hole) and broken screws were removed. One broken piece of the lhs screw head remained in the patient. Patient was revised to multiloc humeral nail (8.0 dia., 180mm). It was fixed using 4 multiock screws at the proximal area of the nail, and 2 locking screws at the distal area of the nail. The affected site was filled with the piece of the iliac bone. After the third surgery, the affected site was fixed with a triangular bandage. Per surgeon the sharp pain was caused by the broken screws. The plate was backed out and shifted, causing internal bleeding around the shaft of the plate. Pseudarthrosis occurred at the affected site and the plates were broken due to pressure which was applied to the affected site in the daily living activity of the patient. Because of pseudarthrosis was thought to be overexposure of the periosteum, constitution, absence of inner bony support. The patient put her elbow on the ground when she stood up. This caused excessive load applied to the affected site and broken. Patient is in the hospital and will be discharged from the hospital about a month later.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product investigation was completed. Four screws have been received in a non-synthes bag. The four complaint parts are broken at the neck point, 3 heads were still in the plate and one head is missing. This article is unknown. The shaft has strong traces of use on its surface and along of the thread part. This type of screw is laser-marked on the head; however, the head was not received for investigation. Thus, it is not possible to identify the article part neither lot number of this screw. As relevant for the complaint condition ¿broken screw¿ the following features have been identified and measured. Since only the shaft of the broken screw were received are all dimensions related to this article which are available and relevant for the complaint condition measured and have fulfilled their specification according to the drawing. The received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. Besides, the complaint is confirmed, since the available data supports the complainant¿s description of the complaint condition. However, from the manufacturing point of view, neither a defect nor a deficiency can be identified in the measurements performed. Finally, since the head of the broken screw was not delivered, therefore, no device history records review neither material certificate has been reviewed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: philos 3.5 5ho ti (part# 441.903s, lot# 9700390, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for one (1) unknown screw/unknown lot. Partial part number reported as 412.1xxs . Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for (1) unknown screw. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for (1) unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pseudarthrosis occurred at the affected site and the screws were broken due to pressure which was applied to the affected site in the daily living activity of the patient.